Event description:
It was reported that the device was interrogated and non-sustained oversensing episodes were observed. Some appeared to be due to oversensing the t wave and others appeared to be noise related. Programming changes were recommended. Patient will continue to be monitored for possible lead anomaly. No patient consequences were reported.

Event description:
Related manufacturer reference number:2017865-2022-20036.

Event description:
New information notes that noise was confirmed on the lead but was not reproduce with isometric exercises. The lead will remain implanted and continue to be monitored.